Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a spinal cord stimulation for the treatment of spinal pain. It was reported that there was an overdischarge. It was reported no communication could be established with either the patient programmer/ recharger or 8840. It was reported the last successful recharge was october/november of 2017. It was reported that reason for not maintaining recharging was due to recharge issues. Caller reported the patient did not have a charger for a time period. Patient was being transferred into a group so history was not complete. Caller met with the patient and did 4 physician restart modes (prms) yesterday with no success. Caller will discuss x-ray with healthcare providers. Caller reported patient was a va patient and did not know managing healthcare provider. Caller reported the va wanted to address the ins function for pain control. The rep stated that they do not have any knowledge to what actions were taken to resolve the recharging issues. The patient has recently moved to arizona. The patient is going to follow-up with the va in michigan and they are ordering an x-ray to see if the ins has flipped. The current overdischarge has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced because it stopped working. No further information was reported.